Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the e315 error code was present. Additionally, the distal end adhesive was missing. The adhesive on the object lens was peeling, causing a flare. There was play in the angle knob due to the elongation of the angle wire. Scratches were present on the insertion part serpentine tube as well as the tip cover. The adhesive on the illumination lens was also noted cloudy. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera elite colonovideoscope was presenting an e315 scope communication error during procedure preparation. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed error code (e315). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because one or more of the following components failed; (a), image sensor unit, (b) internal circuit board of the endoscope connector, or (c) video system center. Olympus will continue to monitor field performance for this device.